Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but no further information was reported. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Additionally, no b30 communication errors were identified during the service evaluation. However, the inspection revealed corrosion/ rust on the electrical contacts and the outer periphery of the scope socket. Therefore, the cause of the abnormal communication with the scope is likely due to corrosion/rust. The cause of rust corrosion may be due to the prolonged use of this product and the progression of rust corrosion due to the adherence of chemical solutions, etc. After cleaning, and the effects of temperature and humidity in the room. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states: - make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. - properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Event description:
The facility reported that there was an unspecified error occurred during inspection before use.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center (oekg pl) was informed that a customer evis exera iii xenon light source was returned due to a report of a video connector issue preparation for use. Upon inspection and testing, the device was found to display a (reportable) b30 communication error malfunction due to rust and oxidation of the scope socket connector. No patient injury or harm was reported.